Event description:
Meter name: one touch ultra, strip name: ultra strips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: mouth is numb, weak. A patient reported the pt's meter allegedly would only prompt message "error 2". The result on their meter was: unable to test. The result on the: none. Treatment was: none. No further info has been reported.